Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent recurrent incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. The surgeon noted the ¿mesh had pulled from the right side and was crumpled¿ which was taken down and replaced with mesh. It was reported that the patient underwent a diagnostic laparoscopy which was converted to open and a lysis of adhesions and repair of recurrent incisional hernia on (B)(6) 2011 and mesh was implanted. It was reported the patient underwent a laparoscopic lysis of adhesions on (B)(6) 2012 and the surgeon noted the ¿prior mesh pulled up in the hernia defect¿ and small bowel and omental adhesions to the mesh were noted. It was further reported the patient underwent repair of recurrent incisional hernia repair on (B)(6) 2012 and small bowel repair and removal of prior mesh. It was further reported the patient underwent the patient went on to have additional hernia repair surgeries. It was reported the patient continues to experience severe pain, adhesions, lysis of adhesions, recurrence, revisions surgeries, scarring, disfigurement, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information was provided.